Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that a patient cannot get unit to charge, poor communication. The patient was walked through remote and recharger. Patient is getting screen to recharge implant. Patient was able to get boxes shaded and is currently charging while on the phone. Patient stated she was able to charge fine a couple days ago. The patient reported no stimulation. Patient stated stimulation stopped on its own. No further complications were reported. No additional patient symptoms were reported.